Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was vcp359h. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. The needle was noted with marks that appears to be by surgical instrument. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was observed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No did any needle piece(s) fall into the patient? Yes (as already stated in cst form) if yes, was\were the needle piece(s) retrieved during the same procedure? Yes (as already stated in cst form). Were x-rays taken to locate the needle piece(s)? No (as already stated in cst form) what measures were taken to retrieve the broken piece(s)? The nurse found the tip and retrieved from patient. Was there any additional tissue damage as a result of searching for the needle piece(s)? No if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Were there patient consequences? If yes, please specify. No patient consequences.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2025 and suture was used. During the procedure, when suturing, the tip broke off the needle. The needle tip fell into the patient and was removed. The surgery was delayed by 1 minute. Another like device was used to complete the procedure with no adverse patient consequences, additional information was requested.